Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, it was reported by a sales representative that an ar-3600d disposables kit for fibertak suture anchor with 1.6 mm drill, straight spear, and obturator had an issue. When drilling into the bone, the bone shavings would get stuck in the drill handle, and then the drill would be cold-welded in the guide. Nothing broke inside the patient, and there was no reported case delay. The case was completed using another ar-3600d from the same lot without the drill bit. Instead, an ar-3610nsd-2 flexible 1.8mm shaverdrill for fibertak soft anchor with flexible obturator was used as the drill. This was discovered during a shoulder biceps tendinitis procedure on (B)(6) 2023.